Manufacturer narrative:
Sr-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)./2018, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the reported transmitter failed error. The root cause cannot be determined post investigation.